Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in 2015. Endologix was made aware of an enlarged aaa on a patient during a routine follow up CT. It was noted that the aaa has grown 1cm since the initial implant. Physician also observed in the CT a slight blush of contrast around the aortic body indicating a leak of unknown origin. Patient continues to be monitored, there were no discussion on a reintervention, patient will be monitored. Patient condition is good otherwise.

Manufacturer narrative:
At the conclusion of the investigation, the sac growth complaint is confirmed. The complaint is most likely anatomy related. The procedure related harms identified were type ii endoleak (not a device failure) from the lumbar artery observed at 3month and 35month CT post the initial implant. The final patient status was reported to be in good condition and on surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).